Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy 202 ventilator experienced a ventilator inoperative condition with a red light flashing around the silence button. The machine was off and not plugged in. There was no serious patient harm or injury that occurred or was reported. The trilogy 202 ventilator has been assigned a philips remote service engineer to investigate the allegation. A bench repair was originally requested but the service case has since been cancelled. The manufacturer is submitting a final report at this time. It is noted that the user who created the service case indicated that the request is associated with a defective device but declined to provide further details on the defect. The device has been returned to the customer. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy 202 ventilator experienced a ventilator inoperative condition with a red light flashing around the silence button. The machine was off and not plugged in. There was no serious patient harm or injury that occurred or was reported. The trilogy 202 ventilator has been assigned a philips remote service engineer to investigate the allegation. The previous follow up final report stated that a bench repair was requested but the service case has since been cancelled. The manufacturer submitted a final report. It was noted that the user who created the service case indicated that the request is associated with a defective device but declined to provide further details on the defect. The device was returned to the customer. Additional evaluation information has been made available and confirmed that a bench repair was performed on the device. The service technician states that the alarm could not be replicated but an oxygen blending module (obm) printed circuit assembly (pca) board error code failure was found in the device's error logs, which would cause an alarm to display and sound. The trilogy o2 and 202 pca kit was replaced to resolve the issue. Additionally, it is noted that the device has a damaged porting block, and is missing its threaded cap, power cord, and cord clamp. The ctq inspection does not show any damaged components. The threaded cap, power cord, and power cord clamp were replaced. The trilogy exhalation port blow universal was replaced due to damage. The sd card and case were replaced per testing software. The pollen filter was replaced for maintenance. Device passed all repair testing. An updated final report will be filed at this time. The section h coding has been updated to reflect this updated evaluation information.

Event description:
The manufacturer received information alleging a trilogy 202 ventilator experienced a ventilator inoperative condition with a red light flashing around the silence button. The machine was off and not plugged in. There was no serious patient harm or injury that occurred or was reported. The trilogy 202 ventilator has been assigned a philips remote service engineer to investigation the allegation. A supplemental report will be submitted when the manufacturer's investigation is complete.